Manufacturer narrative:
Device technical analysis: the device returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was broken on 329 cm from proximal to broken section, overall length should be 330 cm, the other part of the device was not returned. Additionally, the device was severely kinked at the distal section. The overall length and outer diameter of the distal tip were not able to be measured because it was broken. The outer diameter of the middle of the device and proximal section were within specification.

Event description:
It was reported that the tip detached and remained in the patient. Two rotawire and wireclip torquers were selected for a patient procedure with a rota burr. The circumflex artery (cx) was highly calcified, 70% stenosed, and had 30-40 degrees of tortuosity. When the first wire was being prepared for introduction into the patient and the physician was attempting to make a small bend on the tip of the wire, it was noted that the coil radiopaque spring tip was unraveled. That wire was not used and the physician therefore switched to a second wire. The wire and burr were used successfully to treat the patient. Once treatment was completed with the second wire, the physician tried to withdraw the wire and then noticed that approximately half of the radiopaque tip remained in a small distal side branch. It was decided to leave the tip in this location, because it was secured within a non-important small vessel. The physician was unsure about how this detachment occurred because down at this part of the vessel there was no calcium visible. The patient felt fine and they were able to stent the cx, which they felt was more important. No further complications were reported.

Event description:
It was reported that the tip detached and remained in the patient. Two rotawire and wireclip torquers were selected for a patient procedure with a rota burr. The circumflex artery (cx) was highly calcified, 70% stenosed, and had 30-40 degrees of tortuosity. When the first wire was being prepared for introduction into the patient and the physician was attempting to make a small bend on the tip of the wire, it was noted that the coil radiopaque spring tip was unraveled. That wire was not used and the physician therefore switched to a second wire. The wire and burr were used successfully to treat the patient. Once treatment was completed with the second wire, the physician tried to withdraw the wire and then noticed that approximately half of the radiopaque tip remained in a small distal side branch. It was decided to leave the tip in this location, because it was secured within a non-important small vessel. The physician was unsure about how this detachment occurred because down at this part of the vessel there was no calcium visible. The patient felt fine and they were able to stent the cx, which they felt was more important. No further complications were reported.